Event description:
It was reported that a patient underwent an unknown surgical procedure. During the procedure, the device was making noise. Another like device was used with the same disposable to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The root cause of the loud noise was due to a bent cpc coupler. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.